Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 236535s, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breast implants experienced symptoms including, but not limited to: difficulty breathing, epilepsy, blurred vision, fatigue, joint pain, hair loss, brittle hair, and dark circle under the eyes. As a result, an explant without replacement is planned for (B)(6) 2019. There is no information regarding an official diagnosis. See 1645337-2019-11055 for contralateral prosthesis report. This event was previously submitted by the patient under mw5084005.